Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4: (expiration date: 10/2025). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly unable to be retrieved from the sheath. It was further reported that the pta balloon allegedly snapped remaining inside the sheath and the residual catheter slipped out slightly upon withdrawing the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 35 dilatation catheter was received in two segments with a sheath loaded onto the balloon for evaluation. The balloon protector was on the catheter shaft. Complete circumferential detachment was noted to the distal end of the catheter shaft and the scoring wires. The distal catheter segment included the balloon protruding out of the distal end of the introducer sheath. Deformation was noted to the distal part of the catheter segment. Bunching was noted to the distal end of the balloon. Due to the nature of the complaint, functional testing was not performed. Also, one photo was reviewed. The photo shows the ultrascore 035 device and an introducer sheath. Blood residue is seen within and on both devices. The ultrascore device is seen completely detached with the distal part of the catheter including the balloon protruding out of the distal end of the introducer sheath. The scoring wires are also seen completely detached. Therefore, the investigation is confirmed for the reported detachment and sheath removal difficulty as the device was returned in two segments with a sheath loaded onto the balloon. The investigation is also confirmed for the identified material deformation as deformation was noted to the shaft and bunching was noted to the balloon. A definitive root cause for the alleged detachment, sheath removal difficulty and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to be retrieved from the sheath. It was further reported that the balloon allegedly got snapped and remained inside the sheath. Reportedly, the residual catheter allegedly slipped out slightly upon withdrawing the sheath. The procedure was completed using another device. There was no reported patient injury.